Manufacturer narrative:
Investigation not complete. Product has not yet been returned. Trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly 7 mm beaming screws broke in the medial column and lateral column and a revision surgery was scheduled.

Manufacturer narrative:
Visual inspection of the returned parts found that the fusion beam is broken off on the distal end. Analysis of the returned devices indicates that the device was a contributor to the reported event. Based on analysis, a definitive root cause could not be determined. However the most likely root cause was due to external stresses applied to the beam.